Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention took place wherein the ipg was explanted, replaced and pocket was made deeper to address the issue.